Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported getting five shocks. Remote transmission showed that the shocks failed to terminate the ventricular tachycardia (vt) episode. The vt eventually appears to possibly self-terminate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.